Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the suture broke off. It is unknown whether the suture broke off inside the patient. However, the complainant indicated that there were no complications or impact to the patient. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Visual and functional analysis of the returned capio device showed that the cage was bent and the needle carrier did not deploy into the center slot of the cage. The bent cage is likely a result of rotation of the capio device within the patient¿s anatomy in order to position the needle. Cracks were observed on the device handle, likely due to the return shipment. Visual analysis of the returned mesh assembly revealed that a 15 mm section of the striped dilator, with the lead suture and needle at the end, was detached. Tool marks were apparent at the point of breakage. The dilator was peeled back from the internal suture at the point where the suture and dilator connect. Most likely, there was difficulty passing the dilator through the sacrospinous ligament, and the tensile force on the device caused the observed damage.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the suture broke off. It is unknown whether the suture broke off inside the patient. However, the complainant indicated that there were no complications or impact to the patient. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).